Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 476 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Two motor error alarms were found in the alarm history. Advised that the insulin pump would be replaced due to the multiple alarms. Nothing further was reported.